Event description:
The customer reported the system displayed a communication error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The error log was downloaded, and the connections were checked and tightened. The system was tested and found to be working as intended and put back into service.